Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/chronic pain') and genital haemorrhage ('abnormal bleeding (general)/general abnormal bleeding') in an adult female patient who had essure (batch no. D14837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant in 2015, depression, anxiety, appendectomy, nausea, abdominal pain, hematuria, epigastric pain, suprapubic pain, vomiting, constipation, headache, back pain, hyperemesis gravidarum, cervical dysplasia, gravida, right lower quadrant pain and birth defects (her child was born with birth defects). Previously administered products included for an unreported indication: tylenol, zofran and motrin. Concurrent conditions included ovarian cyst and urinary urgency. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression/psych injury related to essure"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2018 laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, dyspareunia and abdominal pain had resolved and the depression outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2016 and (B)(6)2007). The essure device was deployed on the patient's right tubal ostium, with 6 trailing coils. Similarly placed on left with 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result- essure device was successfully occluded.. Pathology test - on (B)(6) 2018: diagnosis- fallopian tubes, bilateral, sterilization specimen(s) received- bilateral fallopian tubes clinical information- unwanted fertility.. Ultrasound scan vagina - on (B)(6) 2017: impression: right ovarian cyst measuring 2.2 cm. Otherwise, normal pelvic sonogram.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain female, depression, dyspareunia lot number:d14837, manufacture date:(B)(6) 2014, expiration date:2017/10/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. On (B)(6) 2019: incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/chronic pain') and genital haemorrhage ('abnormal bleeding (general)/general abnormal bleeding') in an adult female patient who had essure (batch no. D14837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant in 2015, depression, anxiety, appendectomy, nausea, abdominal pain, hematuria, epigastric pain, suprapubic pain, vomiting, constipation, headache, back pain, hyperemesis gravidarum, cervical dysplasia, vaginal delivery, right lower quadrant pain and birth defects (her child was born with birth defects). Previously administered products included for an unreported indication: tylenol, zofran and motrin. Concurrent conditions included ovarian cyst and urinary urgency. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression/psych injury related to essure"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2018 laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, dyspareunia and abdominal pain had resolved and the depression outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2016 and (B)(6) 2007). The essure device was deployed on the patient's right tubal ostium, with 6 trailing coils. Similarly placed on left with 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result essure device was successfully occluded. Pathology test on (B)(6) 2018: diagnosis- fallopian tubes, bilateral, sterilization specimen(s) received bilateral fallopian tubes clinical information unwanted fertility. Ultrasound scan vagina on (B)(6) 2017: impression: right ovarian cyst measuring 2.2 cm. Otherwise, normal pelvic sonogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain female, depression, dyspareunia. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received the events depression, bladder problems, urinary problems, dyspareunia(painful sexual intercourse)and abnormal bleeding(general) were added. Lot number was provided. Event outcome was updated for the event pelvic pain. Concomitant conditions, drugs, historical conditions, drugs and reporter's information were added. Lab data was added. On 6-sep-2019: plaintiff fact sheet received - the event abdominal pain was added. Event outcome was updated for the events: pelvic pain, dyspareunia and general abnormal bleeding, and outcome was added for the events abdominal pain, bladder and urinary problems. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.